Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. The medical records provided indicate the pt has had approx 8 hernia surgeries. There is no indication, however, within the medical records provided of a specific product problem with the mesh implanted on (B)(6) 2006, therefore, based on the currently available info, there is no indication that a failure in this device caused or contributed to the event. See MDR 1213643-2011-00015 for info related to the bard composix kugel mesh implanted on (B)(6) 2007.

Event description:
Info from medical records received for review: on (B)(6) 2006 - exploratory laparotomy, lysis of adhesions, repair of ventral hernia w/bard composix kugel mesh. On (B)(6) 2007 - small bowel obstruction, repair of ventral hernia w/bard composix kugel mesh. This hernia was above the hernia that was repaired in may 2006. On (B)(6) 2009 - drainage of abscess. Mass was in right lower quadrant with subcutaneous abscess. Wound was packed with wet-dry dressing. On (B)(6) 2010 - explant of infected mesh. Fistula noted at right periumbilical area. Bard composix kugel mesh was entirely removed. There was another marlex patch in the area which was removed as much as possible. Pt was found to have an enteric fistula beneath the patch.